Event description:
Patient called our office to report blood glucose readings rising very high - unexplained. She changed her insulin cartridge & infusion sites a number of times. Five days later, her insulin pump would not "rewind" the piston rod. She tried numerous times. She spoke to the animas tech support line with a rep to report the issue. After numerous trials, the pump eventually rewound. However, they did not replace the pump at this time. Two days later,spoke with our reigional rep to facilitate a replacement pump. Pt currently off pump and on injection therapy.